Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user facility. The device was inspected prior to use and there were no abnormalities observed. Patient received a bruise on a leg, from the person transporting the equipment was reported. It was as a non-serious injury and it did not require any further treatment. This event did not occur during a procedure.

Manufacturer narrative:
The customer returned one broken castor from the exera ii workstation cart serial number (B)(6) for the evaluation of ¿when moving the tower to or 7 the wheel sheared off and the tower toppled¿. The exera ii workstation cart was not returned for investigation. A visual inspection was performed on the received condition of the castor; observed several horizontal and diagonal deep scratches exposing metal on the housing of the castor. A yellow plastic ring was identified as well as the rubber cap located on the top of the castor is slightly deformed and damaged. The screw from the castor that secures the exera ii workstation cart to the caster is broken and damaged. A functional test was executed on the wheel; no issues with the movement or rotation indicating wheel was functioning properly. There were no discrepancies or deformities found with the wheel; normal wear and tear. Based on the evaluation the cause of the reported event could not be conclusively determined. As per instructions for use, the exera ii workstation cart should be used in accordance with the following. Otherwise, the workstation will be ¿top heavy¿ and may lose stability and topple, causing equipment damage and/or personal injury. When assembling equipment onto the mobile workstation, the installation should meet the requirements of the safety standard for medical electrical systems, as described in section 4.6. Do not lean or stand on any part of the mobile workstation or accessory as failure of the product may result. The maximum storage load of each drawer is 5kg, otherwise stability may be compromised and this equipment may be damaged. Ensure both brakes are released before attempting to move the mobile workstation. Always maneuver the mobile workstation using the handles provided on the front of the top tray. Care must be exercised when moving it, particularly over uneven surfaces or trailing cables, to avoid tipping. Two people are required to safely transport a loaded mobile workstation outside the procedure room. Particular care must be taken when moving up or down slopes to prevent loss of control of the mobile workstation. When the mobile workstation is fully loaded with equipment, do not attempt to park it on slopes or inclines as the castor brakes may not be fully effective. It is recommended that the mobile workstation is maneuvered over lips or door thresholds diagonally (see figure 5.1), that is one castor at a time, to minimize the potential for tipping. Repeated transportation over uneven surfaces may result in damage to the equipment carried on the mobile workstation. Check the security and condition of castors at six-monthly intervals. If loose, contact olympus for service.

Manufacturer narrative:
The device was not returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined at this time. However, if additional information becomes available or if the device is returned for evaluation, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for a diagnostic bronchoscopy procedure, when moving the tower to the operating room, one of the tower's wheels sheared off and the tower toppled. The electronic components slid off the cart and were damaged. There was a non serious injury reported of a bruise to the leg, however, the report did not indicate whether it was a patient or user at the facility. The intended procedure was completed using another tower/equipment.